Event description:
It was reported that the right ventricular lead perforated the myocardium and that the patient experienced diaphragmatic stimulation and chest pain. The lead was also noted to have loss of capture prior to replacement. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that there were no anomalies found. It was noted that there was blood in/on the helix mechanism.